Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a hallux valgus case, the 2.0 drill bit broke during the operation and the broken part was retained in the patient's operative site. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). The microscopic investigation shows wear on the tip as well as on the spiral edges. The major as well as the minor cutting edges are blunt caused from frequent or forcible use. The microscopic view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. The drill bit possibly was exposed to extended lateral stress or got in contact with other metallic parts. Neither a product nor a material related condition was found. Placeholder.